Manufacturer narrative:
Submit date: 09/26/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that an umbilical vessel catheter (uvc) was leaking just above the hub where the extension tubing meets the hub, and was removed from the patient. The customer further reports that there was no patient injury.